Event description:
Treatment of an avm (arteriovenous malformation). Approximately 30 minutes after onyx injection, it was reported that onyx was found leaking out of the marathon catheter.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00297.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 18.0cm, 15.2,cm, 8.1cm, 7.2cm, and 2.5cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. Catheter rupture.(B)(4).